Event description:
The surgeon implanted a cc4204bf collamer plate lens but it tore while being inserted. The surgeon noticed the anterior capsule had also torn. The incision was enlarged to remove the lens and sutures were required. The nurse indicated that it was felt that the device did not cause capsule tear and that it was pt related. Another staar lens was implanted. An indigo-p injector and an sfc-25 fp cartridge were used but the contact was unable to recall the lot numbers.